Event description:
Patient being admitted from an outside for a gi bleed requiring a blakemore/minnesota tube on 40 of levo and 0.04 of vaso. Shortly after transition from pressors to ICU pressors, patient developed sudden severe hypotension to a low of 50/31 with a map of 39 for approximately 5 minutes. Line, tubing, clamps, and pumps checked with no issues noted. Dose increased to 100 of levo and 0.08 of vaso without recovery. Ultimately patient was given 1mg epi push. At approximately the same time it was found that the levo drip was not infusing with no drips falling in drip container and a small kink in the tubing noted. No alarms were occurring to identify an upstream occlusion. Upon correction of the kink patient immediately became hypertensive up to a max of 232/121 with a map of 163 and remained so for about 5 minutes despite ramping down on carrier/pressor doses. Levo switched to another pump with improvement in flow.